Event description:
The physician attempted to use an asahi miracle bros 4.5 x 300 cm guidewire in a subtotal occlusion in the mid left anterior descending artery. The vessel was described as "moderately tortuous." Reportedly, the guidewire "kinked" and the physician attempted to "straighten the kinked wire while it was inside the pt." The wire broke off and the physician had to "snare to remove the tip." It is unknown how the guidewire broke. The pt was noted to be "fine and stable" following the procedure and pt was discharged on an unknown date.